Event description:
Upon removal of suprapubic catheter, it was noted only 1 inch of catheter was removed. Subsequent x-ray showed approx 15-16 cm remained in the bladder. Piece was subsequently removed.